Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: ((B)(4). Associated medwatch: 1221934-2016-10435, 1221934-2016-10436, 1221934-2016-10437, 1221934-2016-10439, 1221934-2016-10440, 1221934-2016-10441, 1221934-2016-10442.

Event description:
Our sales rep reported that during a meniscal repair procedure, the second implant on five of their omnispan twelve degree needles and two of their omnispan zero degree needles did not deploy using their meniscal deployment gun. Each time the pusher rod of the omnispan gun was going underneath the implant preventing the second implant from deploying. Four of the first implants of the complaint devices were cut out and removed while three of the first implants were left in the patient. Each time the surgeon moved over in location prior to using the next needle. The sales rep reported the patient had a tight knee and a large meniscus tear. The surgeon used other like devices to repair the tear with no reported adverse patient consequences, however there was over 30 minute delay. The sales rep stated that the same gun was used with all the devices and was used to complete the case. The customer discarded all the complaint devices that were not left in the patient.